Event description:
It was initially reported that the patient had their generator and lead explanted due to an infection that developed due to the extrusion of the generator. Cultures were taken and showed multiple strains but the specific strains were not provided. There was no known trauma or manipulation. There were no known changes in medication or diet changes (affecting wound healing) precede the onset of the event. The patient has not had their lead or generator replaced at this time. The device history records were reviewed confirming sterilization of the lead and generator prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.